Event description:
It was reported the device was used during a modified subtotal gastrectomy. It was reported by the surgeon the staple line opened up after having fired the tx60g across the pylorus. The surgeon oversewed the staple line with suture. Afterwards he performed a side to side anastomosis and closed the enterotomies with a new tx60g that came from the same lot number and the device performed well. This staple line was intact. The pt has a history of stomach cancer. There was no consequence to the pt.